Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were bleeding during sensor insertion. The patient removed the sensor but the cannula was missing. The patient discovered that the detached cannula was still inside of their body. The customer was able to successfully removed the cannula from their body. The patient's blood glucose at the time of incident is unknown; however, they reported a recent blood glucose of 230 mg/dl. The damaged sensor will be returned for analysis.